Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed. This lead was subjected to a variety of testing and found to have met specification. The lead also showed to have full helix extension and retraction function.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The lead was then explanted and replaced. No additional adverse patient effects were reported.